Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and determined the root cause to be due to a faulty blender. The blender was replaced and the operational verification procedure was run and the unit is meeting factory specifications. The unit was placed back into service.

Event description:
The customer stated that while on a patient the unit had a loud internal o2 leak. There was no harm to the patient, the unit was switched out.